Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age, dob and weight not provided for reporting. (B)(4). This report is for unk - radial head / unknown lot number. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a radial head prosthesis procedure on an unknown date. On an unknown date, the patient experienced muscle weakness and forearm pain for an unknown duration. The patient is aware about the recall and wanted more information about the recall. The patient was transferred to the recall hotline. No other information was provided. This complaint involves 2 parts. This report is 1 of 2 for (B)(4).